Manufacturer narrative:
The device was received for evaluation. During visual inspection it was observed that the female connector was separated from the main body. The insert chip was not present, however there was evidence that an insert chip had been present. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body and female connector of a minicap transfer set separated. This was noticed after use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.